Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose of 892 mg/dl. The current blood glucose was 367 mg/dl. Significant events leading to hospitalization was sickness. Customer wearing the pump at time of hospitalization. Customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.